Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A kink was observed in the sheath assembly from femoral marker to the proximal end. A damage was observed at the femoral marker in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 17-feb-2017. It was reported that lost image occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. An opticross¿ imaging catheter was advanced to visualize the target lesion; however during pullback, lost image occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed imaging catheter sheath marker flaked off.